Event description:
Patient was walking when his rollator broke. The bolt snapped in half and the rollator collapsed. Patient hit his head and twisted his back and leg. The bolt was part of the rod or bar that went across the back. It was not on any part that folded up. It was open and the person was using it to walk. No preventive maintenance is done on the product. It is visually inspected before being sent home with the patient. Biomed did not evaluate it.